Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on 08-dec-2021. The endoscope was inspected by pentax medical service under service order 3137032 and the technician was unable to confirm the customer complaint but documented the following inspection findings: air/ water socket o-ring chipped, passed dry leak test, passed wet leak test, customer complaint not duplicated, insertion tube mild crush at stage 3. Although the failure was not confirmed the device underwent repairs including the following components which may address the customer observation: pcb for ccd drive pb-free, electrical connector assy. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model eg29-i10, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 24-feb-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2017. The endoscope is awaiting repair completion and approved by final qc as of (B)(6) 2021. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "there was no video image" involving pentax medical video gastroscope model eg34-j10u, serial number (B)(4). The issue was discovered in the operating room prior to use. There was no report of patient injury. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.